Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the rewind process. The insulin pump was able to rewind. The insulin pump passed the displacement test and manual prime. However, the motor error alarm recurred. Customer's blood glucose level was 165 mg/dl. The device was not returned.